Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted into abdomen on (B)(6) 2016. The patient reported that the dexcom receiver and his glucometers all read that he was around the 175-200mg/dl range, however, he was sweating and his wife noticed that he was pale. Patient's wife decided to take him to the urgent care and once there they tested his blood glucose (bg) which showed he was around 100mg/dl. The patient was then treated with glucagon. Patient stated that he felt like his bg was low, but because all of his devices showed otherwise he ignored it. At the time of contact, the patient was doing fine. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined.